Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room. The blood glucose reading was over 400 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads, battery tube lip and broken belt clip slot.